Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen via an implantable pump for unknown indications for use. It was reported that the patient had a post-operative wound infection. There were no external factors involved. The healthcare provider (hcp) started the patient on antibiotics as well as cleaned out the pocket but the pump and catheter ended up needing to be explanted. The patient was without injury at the time of the report and their weight/medical history were asked but unknown. The pump and catheter were discarded.